Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via data transmission to the clinic. Review of the electromyogram showed noise over-sensing on the right ventricular lead that cannot be programmed around. The clinic suspected the lead may be fractured. The patient was brought in to the clinic for a check up. The patient was asymptomatic and was not dependent on the lead. The physician elected to continue to monitor the lead for any changes.